Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the stimulator was troubleshot by a manufacturer representative (rep). The hcp stated that the patient was examined in the office and noted adequate pain control as an action/intervention taken to resolve the pain and discomfort due to lead pulling out. The hcp stated that the device was not explanted.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a trial patient. The patient reported that they had caught her lead on something on the morning of the report as she was going to the bathroom and pulled about 6 inches out. The patient reported that they were now experiencing a lot of discomfort and pain.